Event description:
Medtronic received information regarding a diagnostic request, and no alleged product deficiencies were reported. At the time of report, there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings of the inner housing of the attachment were found to be displaced. The likely cause of the failure could not be determined. It was also noted that the outlet of the inner body was oval in shape, a heel was found with traces of contact with the burr and the burr was stuck in the attachment. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.